Event description:
Customer reported a sample misidentification when using the coulter lh 750 hematology analyzer. There was a sample barcode ID misread of the last digit of the sample ID barcode label. The correct sample ID was (B)(6), the analyzer read the sample barcode ID as (B)(6). The sample barcode ID misidentification was identified by the customer when the test results for complete blood count (cbc) associated with sample ID (B)(6) were assigned incorrectly to another patient. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The barcode symbology used at the customer's facility is unknown. Printouts demonstrating the event were requested but not received. The checksum feature of the coulter lh 750 hematology analyzer was disabled. Field service was not dispatched to evaluate the analyzer. The root cause for the misread of the last digit of sample label ID is that the checksum digit feature was not being used. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.